Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely due to patient condition since the patient had a 90 degree innominate to aorta.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 79-year-old male undergoing cardiac surgery was to be implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that complications were encountered during attempted delivery of an impella 5.5 pump. Multiple attempts were made to insert the pump into the graft, but the device kept bending behind the motor housing. Due to the severity of the bend, the decision was made to remove the device and a new impella 5.5 pump was placed for patient support. There was no patient harm.